Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vproplus-29, serial/lot #: (B)(6), ubd: 17-oct-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure via the left femoral artery, a non-medtronic left ventricle guidewire was used to the patient having severely tortuous femoral arteries, tortuous aorta, an almost horizontal aorta, and a calcified left ventricular outflow tract (lvot). A pre-balloon dilation was performed with a 20 mm balloon. The valve was deployed at the optimal depth of 4 mm. During the removal of the delivery catheter system (dcs), the valve dislodged due to the ascending aorta. The physician believes the reason for the dislodgement was due to the tortuous anatomy and angulated aortic root. The patient was hemodynamically unstable and due to the angulated aortic root, snaring the valve was too risky. Consequently, the decision was made to convert to open heart surgery for aortic valve replacement (avr).

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure via the left femoral artery, a non-medtronic left ventricle guidewire was used to the patient having severely tortuous femoral arteries, tortuous aorta, an almost horizontal aorta, and a calcified left ventricularoutflow tract (lvot). A pre-balloon dilation was performed with a 20 mm balloon. The valve was deployed at the optimal depth of 4 mm. During the removal of the delivery catheter system (dcs), the valve dislodged due to the ascending aorta. The physician believes the reason for the dislodgement was due to the tortuous anatomy and angulated aortic root. The patient was hemodynamically unstable and due to the angulated aortic root, snaring the valve was too risky. Consequently, the decision was made to convert to open heart surgery for aortic valve replacement (avr). Additional information was received that the valve was implanted in the native annulus. The cuspal overlap technique was used, and the training guidance for slow deployment was followed. Following deployment and prior to withdrawing the dcs, the nosecone of the dcs was centered within the frame; however, it captured the upper crowns of the valve, causing it to dislodge. The patient's blood pressure dropped to 60mmhg. Subsequently, inotropic medication was initiated.